Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash covering his back, below the neck, to above his waist, and shoulder to shoulder. Nothing on the front of the patient. The skin is not reported to be open or weeping. The patient was in the hospital and the medical staff was using a skin prep barrier along with generic daily moisturizers. During a follow-up, it was reported that the patient's irritation improved.